Manufacturer narrative:
(B)(4).

Event description:
The patient via a manufacturer representative reported that when the patient was at work they noticed they were not feeling stimulation or paresthesia any more. The patient did not have any trauma that may have caused damaged to the system. The patient met with a manufacturer representative and it was found that all of the impedances for electrodes 8 through 15 were >20,000 ohms. The patient was reprogrammed using electrodes 0 through 7 and felt stimulation in all the correct locations. The issue was considered resolved at the time of the report. The patient status was listed as "alive - no injury" at the time of the report. The patient was implanted for non-malignant pain.